Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and scarring. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing skin irritation associated with pod wear. The patient stated that the pod adhesive was affecting her skin, which she described as very thin. She reported the development of scars and blisters and stated that the adhesive was tearing her skin upon wear or removal. The patient further indicated that she is currently managing the resulting scarring. Information regarding infusion site location, site preparation, and pod removal methods was unavailable. The patient confirmed that she is currently wearing a pod and has resumed treatment.